Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The pacemaker was eroding through the pocket. The pacemaker and the right atrial (ra) and right ventricular (rv) leads were explanted due to infection. The patient was stable following the procedure.